Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio observed other non-critical issues with the device and provided the customer with a repair quote. The customer declined to have physio perform the recommended repairs. The device was returned to the customer without being repaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device locked up while they were using it on a patient in cardiac arrest. The patient is deceased. The customer advised physio-control that they don't believe the device use caused or contributed to the death of the patient.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locked up while they were using it on a patient in cardiac arrest. The patient is deceased. The customer advised physio-control that they don't believe the device use caused or contributed to the death of the patient.